Event description:
Manufacturer received the information from device tracking department. A memo 4d annuloplasty mitral repair ring 4dm-30 was implanted in a patient on (B)(6) 2021. A mitral valve replacement procedure was performed on (B)(6) 2025 due to the mitral regurgitation. No other information has yet been received from the site.

Manufacturer narrative:
Manufacturer retrieving and reviewing the production record of the device. A follow up report will be provided upon completion of this review.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Sine the device was not returned to the manufacturer, further investigation on the device could not be performed, however, based on the judgment received form the site, there was no malfunction with the device. Furthermore, no manufacturing deficiencies were noted from the document review. As such, the cause of the event is not related to the device.

Event description:
Manufacturer received the information from device tracking department. A memo 4d annuloplasty mitral repair ring 4dm-30 was implanted in a patient on (B)(6) 2021. A mitral valve replacement procedure was performed on (B)(6) 2025 due to the mitral regurgitation. Based on the information received from patient report, mitral valve repair performed in the right minimally invasive fashion with a 30mm ring annuloplasty with 2 sets of artificial gore-tex cords to the posterior mitral leaflet, which had suffered chordal rupture. The initial results looked good with no recurrent insufficiency or prolapse. Reportedly, over the last 6 to 12 months, patient has noted progressive symptoms of dyspnea on exertion and exercise intolerance while exercising. Patient does not have symptoms at rest or with activities of daily living. Transesophageal echocardiography demonstrated the ejection fraction to be 40 to 45% with moderate to severe recurrent eccentric mitral insufficiency that is anteriorly directed. As reported, the posterior leaflet looked to be retracted in the images so that the anterior leaflet was not making good contact. Patient's left atrium was severely dilated, which was the same at the time of initial surgery. Patient had a postoperative atrial fibrillation and had a pacemaker placed after the surgery as well as cardioversion. Patient has been maintained on eliquis and metoprolol. On echocardiography, mild enlargement of his aortic root and ascending aorta at 4.2 cm at the level of the sinus of valsalva was noted. Mitral valve replacement, left atrial maze procedure, and left atrial appendage exclusion were decided to be performed. Based on the information received from the site, no malfunction with the device was noted and redo mitral valve replacement was completed successfully.